Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
While the IV tubing was connected to patient, the part of the tubing got torn without being pulled. This results to leakage of IV solution being infused to patient. No patient harm.